Manufacturer narrative:
Device history records review was conducted. The report indicates that the: part/lot combination unknown at synthes (B)(4), no DHR review possible. Please provide supplier lot if available. Manufacturing location: supplier - (B)(4), packaged by: (B)(4), manufacturing date: 18-aug-2004 part #: 03.010.072, lot#: 4765025 (non-sterile) - depth gauge for locking screws to 100mm for im nails. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient underwent an open reduction internal fixation (orif) procedure on (B)(6) 2016 in order to treat a right femur fracture. During the surgery, a piece of the depth gauge for locking screws broke off, but did not fall into the patient. An alternate depth gauge was readily available for use. The procedure was completed with a five (5) minute delay. No additional information pertaining to the patient or procedural outcome was provided. This report is 1 of 1 for com-(B)(4).